Event description:
It was reported that during an upper left lobectomy procedure, the surgeon was firing across the pulmonary artery. On the patient sides the device stapled, but it did not control the bleeding. They did an emergency clamp and then over sewed with prolene and used pledgets. They clamped each side of pulmonary and sewed the opening. The staples were formed properly on the specimen side but not the patient side. There was a total of 1500cc of blood loss for the entire case, not just from this incident. The patient had a huge tumor in the upper lobe and very sick prior to procedure. The patient had arrested and they had to use the paddles to resuscitate. The patient is currently very stable. The surgeon thinks the pulmonary artery was too large.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.